Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer was treated in the hospital. The customer reported that the customer was hospitalized several times for high blood glucose, and said the insulin pump was not working. The insulin pump will not be returned for analysis.